Event description:
It was reported that allegedly a pta balloon dilatation catheter was difficult to deflate all the way and the physician was unable to retract it from the 8f x 65 cm introducer sheath. The pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the pt. The pt was being treated for an iliac stenosis. The pta balloon dilatation catheter successfully re-opened the stenosis in the iliac vessel. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has been returned, and the investigation is currently underway.